Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during unpackaging. Symptoms/ae: na. It was reported that while unpackaging, it was noticed that the xpert stent was partially deployed. A second xpert stent was unpackaged and this stent had also partially deployed. The devices were not used and there was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The second xpert stent delivery system (lot# 537579) referenced is being filed in a separate report.